Event description:
Initially, the customer contacted baxter's technical service center to report a patient death and for assistance with ending therapy. The caregiver stated the patient's blood pressure dropped (unknown level) and she started over with new supplies. Reportedly the cause of death was congestive heart failure. Information received from global pharmacovigilance dated (B)(6) 2011 indicates: the patient expired on (B)(6) 2011 while receiving peritoneal dialysis (pd) therapy. The patient remained connected to the homechoice device until the time of death. The cause of death was reported to be heart failure. Reportedly no treatment or interventions were provided. The patient death was unrelated to baxter products or solutions. On (B)(6) 2011, the facility nurse confirmed the patient date of death. The patient reportedly experienced angina but declined to seek medical attention. The nurse confirmed the baxter device and solutions were unrelated to the patient expiration. The nurse declined to provide additional information.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis lab (pal). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test and evaluation (rite) electrical test and the rite functional test. Internal and external visual inspections performed revealed no problems. Review of the logs revealed patient data from (B)(6) 2011 to (B)(6) 2011 noted no device anomalies and no instances of increased intra peritoneal volume (iipv). Pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the home patient passing away. There was no confirmation or assignable cause of an issue with the device. Review of the service history records and device history record revealed no issues that may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). The device is being scheduled to be returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.